Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no delivery alarm two days before the call. Customer reported having a blood glucose level of 35 mg/dl on the same day. Customer also reported having a blood glucose level of 55 mg/dl earlier in the day of the call. Because the no delivery alarm occurred days prior to the call, troubleshooting could not be done. Blood glucose level was 288 mg/dl at the time of the call. No further information was provided.